Event description:
It was reported that electrogram (egm) review of this right ventricular (rv) defibrillation lead revealed clusters of irregular, non-physiologic noise with oversensing. Technical services (ts) reviewed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.